Event description:
It was reported that pump experienced malfunction code, but no other notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset process, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and no additional information was received regarding any further outcome.